Event description:
It was reported that the device migrated in the pocket. The device was explanted and replaced without consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The device was tested on the bench and using automated test equipment, and no anomaly was found.